Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no reported adverse impact. The customer declined to perform further troubleshooting with tandem technical support.